Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog number and lot code of the other device listed in this report. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Cat #: 5532-p-713, lot #: lbx501, description: triathlon #7 ps insert 13mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. Device evaluation not performed as no items were returned. Insufficient medical records were received for review with a clinical consultant. Device history review that there have been no reported discrepancies for the referenced lot. Complaint history review that there have been no other events for the referenced lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that revision surgery has been performed.

Event description:
It was reported that revision surgery has been performed.